Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made.